Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (38 mg/dl). Reportedly, the customer had been active and did not eat. The pump basal rate needed to be adjusted. Tandem technical support guided the customer through adjusting the pump basal rate. Customer disconnected form the pump and addressed low bg levels with food and drinks. At the time of the report, customer's bg level was 65 mg/dl.